Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) read "high." Specific values for bg were unknown. Customer took corrective actions by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method of insulin therapy.